Event description:
Pt had gall bladder surgery. Approx 6 months later the pain returned. The subsequent x-ray and MRI's have not found any problems. Pt's spouse believed that the trocar may have caused an internal injury.